Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search and review of similar complaints, a review of labeling, accuracy testing, a review of instrument logs, and a review of field data. There was no unusual complaint activity found for architect prolactin reagent lot 05259ui00. There were no trends identified when tracking and trending was reviewed. Labeling was found to be adequate. Accuracy testing was performed using a retained kit of the reagent lot number and it met all specifications. A review of the instrument logs through abbott link found no issues relevant to the customer complaint. Also, a review of field data found no similar issues. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect prolactin result of 1205.58 miu/ml was generated for a patient sample that tested at 392 miu/ml (within normal range) using the beckman prolactin method. No adverse impact to patient management was reported.